Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process multiple times with different cartridges. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose level ranged from 194-195 mg/dl.